Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch (B)(4). Aware date should have been listed as 05/feb/2025.

Event description:
Healthcare professional reported injecting a patient in the lp1, lp2, and lp3 with 0.5 ml of juvéderm® volift¿ with lidocaine. The patient experienced the ¿presence of severe edema¿ in the lip region 3 hours later, with possible ¿allergy¿ to the product that required management with corticosteroids and antihistamines. Event is ongoing.

Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lp1, lp2, and lp3 with 0.5 ml of juvéderm® volift¿ with lidocaine. The patient experienced the ¿presence of severe edema¿ in the lip region 3 hours later, with possible "allergy" to the product that required management with corticosteroids and antihistamines. Event is ongoing.